Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer consumed a protein bar to address the low bg. Reportedly, the customer had delivered" two back to back bolus" to address an elevated bg level (210 mg/dl). Customer alleged that the pump was not "delivering the full bolus" that was requested. Pump system check with tandem technical support indicated that the pump functioned as intended. A recommendation was made for the customer to discuss bg levels with healthcare provider.